Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated that there was an error code 1000 on the device. There was no pt involvement.